Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0056 showed sixteen other similar product complaint(s) from this lot number.

Event description:
It was reported "(B)(6) 2022 10:30 when the PICC was indwelled for the patient, it was found that the decompression sleeve of the PICC tube connector was blocked, and the re-disassembly of the connector was used successfully."